Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 4 of 4. There was fluid found after removing the cassette from the cycler. Fluid leaked from the cassette. There was no fluid in the cycler pump module area. The patient was advised to unplug and plug back in the cycler and then try it again for the next treatment. In a follow up, the clinic manager verified the fluid leak event and said there was no harm to the patient. The patient is still using the same cycler with not further issues. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 4 of 4. There was fluid found after removing the cassette from the cycler. Fluid leaked from the cassette. There was no fluid in the cycler pump module area. The patient was advised to unplug and plug back in the cycler and then try it again for the next treatment. In a follow up, the clinic manager verified the fluid leak event and said there was no harm to the patient. The patient is still using the same cycler with not further issues. The cycler set is not available to return.